Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable connector. The system operates as intended.

Event description:
The customer reported that the system would not fully boot up. There is no report of pt injury or death.